Event description:
Reporter claims that end user hit her leg on the lever of the legrest hanger causing a puncture wound to her leg. This occurred during a transfer from her bed to the chair with the aid of attendants. During transfer. End user was non complaint which caused her to fall.